Event description:
It was reported that before surgery the universal modular electric/battery double trigger handpiece stopped and there was no output. A different handpiece was used for the surgery. Add'l info from the customer indicated that a delay in surgery was due to time for an add'l device to be obtained. Additionally, the customer reported the reset of the battery was unsuccessful in resolving the functionality of the handpiece and an additional battery was also unsuccessful to resume operation of the handpiece. Both batteries were stated to be currently functional with an alternate handpiece which was available for completion of the planned procedure.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.